Manufacturer narrative:
As received, the reported event for explant due to ineffective stimulation could not be confirmed. As received, the ipg had a broken feed thru wire on channel 8 and it is unknown if the damage occurred while the ipg was implanted or if it occurred during the explant procedure. If this channel was programmed it would've contributed to the ineffective therapy, unfortunately, the program data uploaded from the device during analysis showed all the electrodes in the stimsets as not programmed, therefore, it cannot be verified if channel 8 was used or not. The ipg passed functional testing on the automated test equipment, except for channel 8. The cause of the issue is unknown.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received wherein the ipg was explanted and replaced and effective therapy was established.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg was inoperable. Surgical intervention may take place to address the issue.